Event description:
It was reported that the ilet did not recognize or charge on multiple qi-certified chargers across outlets, indicating a power/charging malfunction of the device power component. No reporte symptoms. Outcomes included shipment of a replacement device and charger and instruction to maintain backup therapy and return the original device. Investigation included complaint handling and coordination for device return and evaluation. Investigation of this case revealed that the device behaved as if no charger was present despite chargers functioning with other devices. It was concluded that the ilet exhibited a power/charging failure, necessitating replacement and further analysis upon return.